Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that starting on (B)(6) 2021 there were low flows. The patient experienced loss of consciousness on (B)(6). The patient was admitted and sepsis was found on (B)(6) and the infection was identified to be bacillus species, staphylococcus capitis, and stenotrophomonas maltophilia the patient exhibited fever and required antibiotic treatment. The patient suffered a hemorrhagic stroke with limb paralysis diagnosed by computed tomography scan. The patient was reported to have passed away on (B)(6) 2021 from sepsis. The death was not believed to be device related.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log files confirmed low flow alarms; however, a specific cause could not conclusively be determined through this evaluation. A specific cause for the reported events (stroke, sepsis, and death) as well as a direct correlation to heartmate 3 left ventricular assist system (lvas), serial number (B)(6), could not conclusively be determined through this evaluation. The submitted controller event log files contained data from (B)(6) 2021 at 5:51:16 to (B)(6) 2021 at 6:26:00, (B)(6) 2021 at 9:04:00 to (B)(6) 2021 at 22:15:43, and (B)(6) 2021 at 19:34:26 to (B)(6) 2021 at 20:17:58. On and (B)(6) 2021 there were transient captured events where the calculated flow was below the low flow threshold of 2.5 lpm, resulting in 219 low flow faults and 59 low flow alarms. The low flow events were associated with elevated pi readings ranging from 6.9-10.7. There were no other abnormal events captured ¿ the only other events were associated with power cable disconnects and pi events. The pump operated at the set speed for the duration of the captured data. The pump appeared to operate as expected. The patient expired on (B)(6) 2021. No product is available for investigation. The relevant sections for the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on 22apr2021. Heartmate 3 lvas IFU is currently available. This IFU lists bleeding, stroke, sepsis, and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system in section 1, ¿introduction¿. Section 6 entitled ¿patient care and management¿ provides information regarding anticoagulation, including recommended inr values and the suggested anticoagulation modifications. Care instructions regarding preventing infection are provided. Section 4 entitled ¿system monitor¿ explains that the low flow hazard alarm is triggered when pump flow is less than 2.5 lpm, the pump has stopped, the pump is not operating properly, or the driveline is disconnected from the system controller. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow, such as hypertension. Section 7 entitled ¿alarms and troubleshooting¿ explains all system alarms and the recommended actions associated with them. Heartmate 3 lvas patient handbook entitled "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was certified death due to stroke on (B)(6) 2021. The log file captured low flows and then no flows.